Manufacturer narrative:
When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient, implanted with this implantable cardioverter defibrillator (ICD) was exhibiting extended charge times over the last eleven months. As the patient requires lots of anti-tachycardia pacing (atp) and shock therapy, the physician felt it was necessary to replace the device at this time. The device had not declared elective replacement indicator (eri) according to the local area sales representative (sr). The device is scheduled to be returned for laboratory analysis at boston scientific.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, during inspection the device showed no visual anomalies. The device did not declare elective replacement indicator (eri). The device successfully passed testing verifying therapy performance. No further testing was performed.